Event description:
It was reported that there was a concern regarding an arrhythmia episode that was withheld from therapy by morphology-based discrimination. A healthcare professional (hcp) and electrophysiologist reviewed the episode and stated they believe the rhythm represents true ventricular tachycardia (vt) that was inappropriately withheld and was classified as supraventricular tachycardia atrial fibrillation (svt-af). The hcp noted that the patient receives a high degree of pacing, which contributed to reluctance to perform testing requiring the patient to be in their intrinsic rhythm. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted (B)(6) 2010 694765 lead implanted (B)(6) 2010 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.